Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/16/2019.

Event description:
It was reported that the ventilator had a check vent light emitting diode (led) alarm error. There was no patient involvement.

Manufacturer narrative:
MFR received date: 18 oct 2019. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the power switch overlay and cable to graphic user interface (gui) to address the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.